Event description:
It was reported that the balloon was completely deflated (checked with contrast medium). It could not be removed through a 6f sheath and finally tore off. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. Upon inspection of the returned sample, the distal tip of the introducer sheath appeared flared. The catheter tip was protruding out the flared introducer tip approx 5mm and appeared bulbous. The introducer sheath appeared slightly distorted from the balloon. The catheter shaft measured 72.9cm from the distal break to the bifurcate. The distal end of the shaft appeared necked down for approx 11cm. No other defects were noted with the catheter shaft. The shaft break appeared to be consistent with a tensile failure. Attempted to remove the balloon from the introducer as returned, and was unable to remove. Due to the condition of the sample further evaluation was not possible. The result of the investigation was confirmed for detachment of component, root cause unk. It is unk if procedural issues contributed to this event. The current IFU (instruction for use) states the following: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damge to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU (instructions for use) states: equipment required, introducer sheath (input sheath recommended).